Event description:
On 08/13/2021, it was reported by a sales representative via sems that ar-6480 dw arthroscopy fluid management displayed critical failure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. The unit displayed a critical failure since the unit was tamped with and the void label was missing. It was discovered that the j2 wire harness connector was not plugged in to the control board causing the critical failure. This was induced by the end user. The problem was corrected by reconnecting the j2 wire harness.